Event description:
The explanted device was received for investigation. According to the explant report form dead tissue was found around the head pitch area. There might have been an infection. Despite requested no further information was received.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which is expected to have been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the limited information received from the field the device was explanted due to skin necrosis at the implant site. Despite requested no further information has been received. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. No information available points to the implant being the source of the observed issue. However, the presence of the device might have contributed to its subsequent development. This is a final report.

Event description:
An explant was received at hq. Dead tissue was found around the head pitch area. There might be an infection.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.